Event description:
It was reported that the system displayed a "kv on in error" and was unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system, but no conclusion can be drawn as further repair info is not available. The customer refused the repair quote and declined service.